Event description:
The patient reported skin irritation on the abdomen with worsening symptoms that had not improved three days after removing a pod worn for approximately three days. Reported symptoms included warm and increasingly swollen skin with pus drainage, redness, pain, and a rash. The patient initially believed the symptoms were consistent with an allergic reaction to the adhesive. During troubleshooting with insulet product support, it was determined that the patient was not placing the pod in accordance with the manufacturer¿s guidelines for the specific area where the pod had been applied. Education was provided. On (B)(6) 2025, the patient presented to urgent care and was diagnosed with cellulitis. Treatment included cleaning, lancing, and draining pus, along with prescriptions for antibiotics and ointment. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.